Manufacturer narrative:
E1 initial reporter phone- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for explant due to the ipg being inoperable was confirmed. As received, the ipg was inoperable due to a depleted battery since patient forgot to charge. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.